Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for breaks off during use was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of breaks off during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of breaks off during use based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that the male luer part of the cap broke off and got stuck in the female luer of the extender. No patient impact.

Manufacturer narrative:
B2a: common device name: intravascular administration set b2b: medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that the male luer part of the cap broke off and got stuck in the female luer of the extender. No patient impact.